Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. During demate, the physician experienced difficulties releasing the delivery system from the stent graft which was achieved by proximally advancing the delivery system outer sheath to the level of the graft leg. The stent graft appeared to have displaced during the demate process and the final angiogram showed the presence of a type ia endoleak that was not resolved following ballooning. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4): remains implanted.